Manufacturer narrative:
Synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture, as no product was returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from oberdorf indicates pt status post construct implantation, pfna nail, pfna blade and bolt, self tapping, on a date unk returned to surgeon on an unk date. It was discovered the pfna nail is broken at the proximal locking hole. It was noted medical intervention was needed. This is two of three reports for this event.